Manufacturer narrative:
The 05-may-2017 product investigation results: the reporter returned 2 toothbrush heads on 25-apr-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Metal pin got in my esophagus [foreign body]. Metal pin has broken out- oral-b brush heads [device breakage]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that a metal pin had broken out from an oral-b brushhead, version unknown on an unspecified date, and the metal pin got in her esophagus. She reported she coughed the pin out. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was reported. On (B)(6) 2017 follow-up from reporter: the reporter stated that nothing further happened (no consequences), and the brush head was still available. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Metal pin got in my esophagus [foreign body]. Metal pin has broken out- oral-b brush heads [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that a metal pin had broken out from an oral-b brushhead, version unknown on an unspecified date, and the metal pin got in her esophagus. She reported she coughed the pin out. The case outcome was recovered. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was reported. On (B)(4) 2017 follow-up from reporter: the reporter stated that nothing further happened (no consequences), and the brush head was still available. No further information was provided.